Manufacturer narrative:
An event of dyspnea, hypertension, insufficiency and stenosis was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2011, a 19 mm trifecta valve was implanted. Patient was hospitalized due to dyspnea and hypertensions. An echocardiogram was performed aortic insufficiency and aortic stenosis was noted. On (B)(6) 2019, a valve in valve procedure was performed and a 23 mm core valve evolut r was implanted. The patient was reported to be stable condition.